Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, the patient experienced pain, bleeding, infections, dyspareunia, pelvic and vaginal tissue damage, and the need for further surgical intervention (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.